Manufacturer narrative:
(B)(4)

Event description:
Foreign distributor contacted dexcom on 06/02/2016, on behalf of the patient, to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Additionally, it was stated the inaccuracy was more than 20% off. The sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported.